Event description:
A couple of months prior to the lead being replaced, the patient started going back to the gym and noticed that his stimulation had stopped. During the replacement surgery, it was noted that the lead was broken and dislodged. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis of the lead revealed a reliability non-conformance - broken conductors in body of lead (anchor site unknown). Conductors #2 and #3 were broken 12.05 cm from the distal end. The #0 conductor was broken at the connector sleeve weld.